Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and confirmed insulation damage. It was also reported that the right ventricular (rv) lead exhibited low impedance, confirmed insulation damage and a polarity switch. The ra lead was capped and not replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.